Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low blood pressure and a pericardial effusion. Unable to determine which lead had caused the perforation, the right ventricular (rv) and right atrial (ra) leads were both replaced with active fixation leads. No further patient complications have been reported as a result of this event.